Event description:
Theater manager of the facility reported to baxter (B)(4) of a single lead irrigation set in which operator observe a hair. The reported condition occurred before patient use. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4).additional information: the sample is not available for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. This issue is being investigated through CAPA. If additional information or samples become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). The sample is not available for evaluation. This is a product not distributed in the u.s. And does not have a 510k number. If additional information or samples become available, a follow-up report will be submitted.